Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. It was reported that the patient felt that the implant was not retaining a charge and was taking longer to charge than it should. The patient reported that they were only at 25% and were working on charging up to 50% but it should have been charged higher. It was noted that the patient had recently increased their parameters and that could affect recharge interval. The patient stated that the setting were increased but had been brought back down. The patient also stated she was having trouble and her feet and legs were in pain. The patient reported they could feel when the implant battery was low with her legs and feet. During the call the patient reported that the patient programmer showed the stimulator battery was "dead" but the recharger showed it was charging. The patient was walked through checking the stimulator with the programmer and the programmer then showed the stimulator was on and at 50% charged. The patient was redirected to follow up with their primary health care provider.